Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose at the time of the incident is unknown. Troubleshooting was performed. No damage or corrosion was found in the battery compartment or battery cap. The customer received another failed battery test alarm with a new battery. It was advised that a battery cap replacement would be sent and to revert to a back-up plan until receiving it. The insulin pump will not be returned for analysis.